Event description:
It was reported that stent damage occurred. While unpacking a 12 x 3.50 promus premier¿ drug eluting stent for use, it was found that the stent was flared and could not be implanted to the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).